Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, a decrease in intrinsic amplitudes, undersensing, and loss of capture two weeks after implant. The rv lead was explanted and replaced. No additional adverse patient effects were reported.